Manufacturer narrative:
The insulin pump was unable to prime then alarmed during the prime test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly.

Event description:
The customer initially called to report that the insulin pump was unable to prime. The customer then mentioned that she was hospitalized for high blood glucose and chest pressured the blood glucose reading was over 366 mg/dl. Nothing further was reported.